Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular lead exhibited phrenic nerve stimulation. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and phrenic stimulation were not confirmed. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical and visual analysis was normal with no anomalies found.